Event description:
Related to MFR report # 2183959-2011-00599. On (B)(6) 2005 a monarc sling was implanted. It was reported that the patient "experienced entry and deep dyspareunia and bleeding when she attempted to resume intercourse." On (B)(6) 2007 the patient was diagnosed with "erosion of mesh through her vaginal wall and refered her for surgical repair." On (B)(6) 2007 the patient had a surgery to revise the graft and excise the extruded mesh. On (B)(6) 2008 the patient had an exam that "identified transverse sub mucosal mesh on the posterior vaginal wall 1/3 of the way to the apex. The exam reproduced dyspareunia."on (B)(6) 2008 the patient had surgery and "confirmed the extrusion of mesh in the midline of the vaginal vault" a tight band like stricture noted to the left of the urethra at the course of the monarc mesh. The extruded mesh and band was excised. It was noted that the patient's "dyspareunia returned and she had increasing difficulty emptying her bladder and persistent post void residual urine." Another surgery was performed on (B)(6) 2010 "which included the release of a tense band in the mid urethra by excising a portion of the monarc mesh sling. Reportedly the patient has "continued to experience incontinence and dyspareunia." It was also reported the patient has "been permanently injured."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.